Manufacturer narrative:
Attempts to obtain additional information and device have been unsuccessful. Without device or additional information, the explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a bioprosthetic aortic valve that was explanted after an implant duration of approximately three (3) years due to unknown reasons. The explanted valve will be returned for evaluation. No additional information has been provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the left coronary leaflet had an tear near the left-right coronary attachment site. The right coronary leaflet had a tear near the left-right coronary attachment site. What appeared to be fibrin deposits were observed on the leaflets at both aspects. The sewing ring was cut around the valve, and the wireform was exposed at the inflow aspect on the left coronary side. The x-ray demonstrated an intact wireform. Additional manufacturer narrative: leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, the root cause for the observed tissue tears remain unknown. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Additional manufacturer narrative: through further assessment of the device, substantial thrombotic deposition was observed on both outflow (aortic) and inflow (ventricular) sides of the leaflets. Host fibrous tissue (pannus) tissue growth on the outflow side was largely on the sewing ring area. A thin layer of pannus tissue encroached onto the surface of noncoronary cusp (nc) near the frame from the inflow side perspective. Tissue damage/tears were observed on the left coronary (lc) and right coronary (rc) cusps at the free edge near the commissure. The characteristics of the tissue damage appear to be acute and possibly related to the explant. X-ray imaging demonstrated that the metal wireform is intact and no appreciable leaflet tissue calcification is evident. Although no specific reason was provided regarding to this explant, the thrombosis observed on the leaflets appeared to be severe enough to cause the malfunction of the valve. Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. The root cause of the thrombosis for this valve could not be determined at this time. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.